Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged sore throat, breathing issue, snoring. The device was returned and manufacturer could not confirm sore throat during device evaluation. There was no report of patient harm or injury.